Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while the patient was watching tv they felt a strong burning sensation in their left arm and leg. When turning the stimulation off, the sensation disappeared. It appeared again when stimulation was turned back on. In the clinic it was decided to lower the pulse width and amplitude. The burning sensation disappeared, but a tingling sensation in their left arm and leg remained. The patient didn't experience any fall or accident and all impedances were within range.

Event description:
It was reported that the cause was not determined. The patient got reprogrammed at the time they came in to report it and they changed the pulse widths which changed the sensation from burning to pins and needles. It was unknown if the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.